Event description:
It was reported that during surgery, the white ceramic cone end on 2 devices fell into the operating area. It was further reported that only one of the pieces could be located. A third device was used to finish the surgery. The case was completed successfully and w/o lengthy delay.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.